Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Device evaluation information can be found in the following fields: h6 and h10. D11 - intuitive surgical, inc. (Isi) received the reducer related to this complaint and evaluation was performed. Failure analysis confirmed that the blue seal inside the reducer was found to be broken. A piece approximately 0.052" x 0.128" was broken off and was not returned. The root cause of the breakage was attributed to mishandling/misuse. No other damage was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cannula, obturators, seals, and related accessories have applications in endoscopic surgery to establish a port of entry for intuitive surgical da vinci endowrist and single-site instruments, endoscopes, or compatible accessories. They are intended to be used only in a medical facility, by trained medical professionals, in accordance with the user manual for the da vinci system. The reducer has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A site history complaint review was performed and no related complaints were found for the product. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product and/or event date information. No image or video clip of the reported event was submitted for review. Based on the information available, this complaint is being reported based on the following conclusion: during a surgical procedure the reducer broke and the pieces fell inside the patient. Although there was no patient injury as a result of the issue, if this failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a gastroplasty the customer had the reducer break into two pieces inside the patient. The two pieces were retrieved. The procedure was completed with a backup reducer with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to request additional information, but the customer confirmed that there were no further details available related to the event. In addition, no patient-related information was available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".